Event description:
It was reported: pt underwent total hip arthroplasty (tha) in 1998. Subsequently the pt was revised 3 times due to dislocations. Pt underwent the last tha in 2000 where the insert and ball head were replaced.